Event description:
It was reported that the left ventricular lead dislodged, the physician suspected twiddlers syndrome. The lead was explanted and replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.